Event description:
The patient underwent abdominal wall reconstruction with components separation using veritas collagen matrix. The patient developed a seroma which was drained percutaneously. This event was reported in an american hernia society presentation on (B)(6) 2012. There is no further information at this time.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable. The following report numbers are all from presentations given by three (3) different physicians at (B)(6) meeting held on (B)(4) 2012.